Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during cori assisted tka surgery, it was selected the incorrect implant on the setup screen, it was pressed gen ll ps instead of legion ps. When the mistake was noticed, the correct legion implant was selected and the real intelligence cori console screen went blank for 7 - 8 seconds and the error "contact admin support" was displayed. This incident occurred twice during procedure. In addition, before cementing, (B)(6) was checking tibial trial rotation using the tibial a/p axis collection screen from the ellipsis icon, went back to the planning screen to move on to the visualize tibial cut screen and it was noticed on the planning screen that the implant was showing as gen ii ps again, not legion ps. Legion ps implantation was completed after a non-significant delay by rebooting the console. Patient was not harmed as consequence of the problem.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6) used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A software review was completed. The reported problem was confirmed. If the user changes implant design after already having selected a cut selection which is incompatible with the new implant design the tka application will crash. The cause is associated with this event is a software defect. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.